Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733752r, serial/lot #: (B)(6). Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the emitter was replaced to resolve the issue. Codes b01, c02 and d02 are applicable. Analysis was also performed. It was reported that the complaint was verified. The returned side emitter faulted immediately when connected to the test station. Further testing on the emtest identified a tca rom fault. Codes b01, c02 and d02 are also applicable to this analysis. A05: applicable to localizer faulted. A1102: applicable to the localizer faulted error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system displayed 'localizer faulted' when in electromagnetic (em) procedures. During troubleshooting, printcameradiagnostics was checked which showed: tca faulted - flat emitter. The issue occurred pre-operatively of a transsphenoidal procedure. There was no delay in the procedure. The site was able to continue surgery with navigation after using a different emitter. There was no known impact on patient outcome.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep noted the surgeon was able to successfully utilize the system and proceed without issue.

Manufacturer narrative:
H2: please see section a for patient information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.